Manufacturer narrative:
(B)(4). G2. Report source: canada. Product was returned and visually assessed. The slap hammer exhibits signs of use (scuffs, scratches, tool marks) and confirming complaint the spring is broke/fractured, not all pieces returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a procedure that the spring at the distal part of the device was loose, no harm to patient. It is unknown how many times the devices were used, surgery was completed with another device. Evaluation of the device later found that the spring was fractured. Diligence is completed and no further information on the reported event has been provided.